Manufacturer narrative:
Ma, x., wang, y., <(>&<)> wu, y. (2016). Nursing care of patients with individualized vascular recanalization guided by multi-mode image. Chinese general practice nursing, 14(31), 3244-3247. Doi:10.3969/j.issn.1674-4748.2016.31.002 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its causes could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found reports of hemorrhage after solitaire mechanical thrombectomy. The purpose of this article was to evaluate the effectiveness and safety of the nursing strategies of acute ischemic stroke (ais) patients. The authors reviewed 17 patients with ais who underwent arterial and veno-venous therapy. The article states that of the 17 patients, the following outcomes were observed: - one patient developed cerebral hemorrhage. The patient had paroxysmal atrial fibrillation after admission. - one patient experienced subarachnoid hemorrhage. The patient had a history of cerebral infarction and atrial fibrillation.